Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operation room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to be nonresponsive with the override panel. This specific malfunction was identified prior to a procedure, and there were no patients involved and no event occurred. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If this malfunction occurred during surgery, there would be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay. In this case, a field technician performed functional tests using promerix software, and conducted a visual inspection of column casing. The tech ultimately replace the override panel to resolve the issue. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table at the account is nonresponsive using the override panel. There was no reported patient involvement and no reported adverse consequences.